Event description:
Caller reported updating settings, which led to a low blood glucose value being displayed. Customer's blood glucose level was low, and they lost consciousness but did not sustain any injury. Customer's wife administered baqsimi for treatment, and customer was advised by technical support to check in with their healthcare provider when updating settings, which the caller acknowledged and understood.